Event description:
Customer reported an issue with the abd + rev a1b reactions on this tango that the customer describes as "carryover." The customer stated that they were not seeing any issues on the solidscreens that she is aware of as all of the antibody screens that they have run had been negative. A yearly preventive maintenance was performed on (B)(6) 2011. All quality controls run after preventive maintenance passed successful. Since no obvious instrument malfunction could be detected but the qc run after the preventive maintenance was successful, the problem was either linked to build up on the left pipettor probe (which may be due to insufficient diligence regarding the daily maintenance) or the drain tubings, which the field svc engineer also proposed to be possibly causative.